Manufacturer narrative:
The process of gathering information is ongoing. The results will be provided to the follow-up report.

Event description:
Based on the information reported, the patient fell from the mattress, which was deflated on one side. The fire brigade had to attend to raise the patient from the floor. No injury was sustained. The inspection revealed that the cell weld was partially welded up one side.

Manufacturer narrative:
The investigation is ongoing. The results will be provided to the follow-up report. The device is distributed outside the us and no gudid information exists.